Event description:
It was reported an asymptomatic patient presented in clinic during follow up and post-paced t-wave over-sensing was observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that during follow-up, post-paced t wave oversensing on the ventricular channel was still observed after it was previously reprogrammed. Patient was asymptomatic. Additional programming changes were made.